Event description:
During a routine device exchange procedure, oversensing due to noise resulting in inappropriate mode switching was noted on the right atrial (ra) lead. No further intervention was performed. The patient was stable and will continue to be monitored.